Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. The patients left atrial appendage (laa) measurements were as followed: laa orifice - 30mm (0' deg), 30mm (45 deg), 29mm (90 deg), 30mm (135 deg); landing zone - 25mm (0' deg), 17-25mm (45 deg), 16mm (90 deg), 21mm (135 deg); and laa depth- 38mm (0' deg), 32mm (45 deg), 26mm (90 deg), 22mm (135 deg). There was no baseline effusion noted. During procedure, the patient's activated clotting time level was 298 seconds and heparin was administered. It was reported 1-2 hours post-procedure, the patient developed pericardial effusion. A decision was made to perform a pericardiocentesis. The patient status was stable and discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. The patients left atrial appendage (laa) measurements were as followed: laa orifice - 30mm (0' deg), 30mm (45 deg), 29mm (90 deg), 30mm (135 deg); landing zone - 25mm (0' deg), 17-25mm (45 deg), 16mm (90 deg), 21mm (135 deg); and laa depth- 38mm (0' deg), 32mm (45 deg), 26mm (90 deg), 22mm (135 deg). There was no baseline effusion noted. During procedure, the patient's activated clotting time level was 298 seconds and heparin was administered. It was reported the patient had a prominent pulmonary vein (pv) ridge that made sheath manipulation difficult to maneuver into the laa. It was reported a wire and pigtail catheter were inserted to assist the delivery sheath back into the laa. There was no report of the device ever being completely retracted into the delivery system. It was reported 1-2 hours post-procedure, the patient developed pericardial effusion that led to cardiac tamponade. A decision was made to perform a pericardiocentesis. The patient status was stable and discharged on (B)(6) 2023.

Manufacturer narrative:
An event of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the pericardial effusion was not due to the amulet device but was due to manipulations of the sheath. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. The patients left atrial appendage (laa) measurements were as followed: laa orifice - 30mm (0' deg), 30mm (45 deg), 29mm (90 deg), 30mm (135 deg); landing zone - 25mm (0' deg), 17-25mm (45 deg), 16mm (90 deg), 21mm (135 deg); and laa depth- 38mm (0' deg), 32mm (45 deg), 26mm (90 deg), 22mm (135 deg). There was no baseline effusion noted. During procedure, the patient's activated clotting time level was 298 seconds and heparin was administered. It was reported the patient had a prominent pulmonary vein (pv) ridge that made sheath manipulation difficult to maneuver into the laa. It was reported a wire and pigtail catheter were inserted to assist the delivery sheath back into the laa. There was no report of the device ever being completely retracted into the delivery system. It was reported 1-2 hours post-procedure, the patient developed pericardial effusion that led to cardiac tamponade. A decision was made to perform a pericardiocentesis. The patient status was stable and discharged on 11 september 2023. No additional information was provided.